Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. However, based on the physical evaluation, the potential cause of the worn out video connector latch is due to age deterioration as more than 6 years had passed since the manufacture. Or the latch was worn out due to excessive force applied when connected/disconnected. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states the following: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received at the service center for evaluation. The video connector socket latch is worn out causing a poor connection. The repair is pending. A review of the repair history shows the device was last repaired on november 1, 2018. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical service engineer was informed by the user facility that the visera elite video system center reportedly has a loose socket, causing the connection issue as multiple camera heads were tried. A camera head had to be taped in for use. No patient injury or harm was reported.